Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was having their central line removed, which was a mac. When the nurse clamped the introducer, it snapped in half.

Manufacturer narrative:
(B)(4). The customer returned one catheter for analysis. Signs of use in the form of biological material were observed on the sample. Visual analysis revealed that the distal line was severed around the middle of the extrusion. No defects or anomalies were observed with the proximal line. Microscopic examination confirmed the damage and revealed that the edges were uniform, and consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc). The distal line was cut 27mm from the juncture hub. The distal line outer diameter measured 4.70mm, which is within the specification limits of 4.60mm - 4.80mm per the distal line extrusion product drawing. The distal line inner diameter measured 2.921mm which is within the specification limits of 2.90mm - 3.00mm per the distal line extrusion product drawing. A manual tug test confirmed that the proximal extension line was secure within its respective luer hub and the juncture hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a separated extension line was confirmed through complaint investigation. Visual analysis revealed that the distal line was severed around the middle of the extrusion. Examination of the separation points revealed that the edges were uniform, and consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.). A device history record review was performed based on a potential lot from sales history, and no relevant findings were found to suggest a manufacturing issue. Based on the customer report and the sample received, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that a patient was having their central line removed, which was a mac. When the nurse clamped the introducer, it snapped in half.